Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the unit was returned with only the proximal half segment of the balloon and inner body still attached. The distal half of the balloon and inner body, as well as the marker band were noted to be missing from the catheter, and were not returned for analysis. Traces of dried blood residue were noted within the portion on the balloon still remaining on the catheter. The balloon exhibited a complete circumferentially-directed tear, 0.7 cm distal to the proximal balloon seal. The inner body also appeared to exhibit a be complete circumferential tear, 1.0 cm distal to the proximal balloon seal. Microscopic examination: further evaluation using scanning electron microscopy (sem) on both the balloon tear segment and the inner body tear segment revealed evidence of external surface abrasions intersecting and adjacent to the tear edges. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion, the source of which co could not identify. The balloon migrating in a circular manner appears to have resulted from the abrasions and the force exerted for withdrawal.

Event description:
The tip broke off within the pt's vessel.